Event description:
Customer reported his blood glucose value was a little high but the sensor was reading 400 mg/dl. Customer was able to lower the glucose level but the sensor was still not reading accurately and then he received a calibration error alert. Customer had experienced high blood glucose all day. Customer checked his blood glucose after taking insulin and it was 375 mg/dl, he gave more insulin and was 280 mg/dl. Customer gave multiple bolus doses to treat. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Last blood glucose was 46 mg/dl. Customer was advised against over dosing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.